Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom through the history log, but did not reproduce the upstream occlusion alarms. The evaluation found cracks in the upstream sensor tail pins which are known to cause the reported symptom. The upstream sensor assembly (containing the cracked tail pins) was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming upstream occlusion. Any patient involvement or injury is unk at this time.